Manufacturer narrative:
D4: the manufacturing date for the reported device is prior to 24sept2016 so no UDI required. E1 reporting institution name: (B)(6). E1: reporting institution phone#: (B)(6). Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported the monitor restarted intermittently, which reloaded standard profile and then discharged the patient. Monitoring was not possible and it was indicated an unknown harm occurred.